Event description:
Duty nurse found patient on floor. Bed rail was broken at upper attachment. Adult bed rail was in the upright position for patient's safety. Patient leaned against the bedrail and the siderail fell with the patient falling out of the bed to the floor. The patient was not injured. The bed was removed by maintenance personnel and examined. The plastic u-shaped piece that goes in the slide at the head of the bed was broken, allowing that part of the siderail to come loose. The same plastic u-shaped piece was examined on other beds in the facility; cracks were found in two of them.